Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01075. Additional information received indicates that the patient¿s therapy strength was decreasing on its own due to high impedance. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s lead has high impedance. As such, surgical intervention may take place at a later date to address the issue.